Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The evaluation found foreign objects came out of the distal end due to clogging of channel tube and due to damage on suction tube in control section. In addition, the device evaluation found following findings: due to a pinhole on the bending section cover, water tightness was lost; there was a discoloration on the control unit and the adhesive on the bending section cover had a chip; due to a dent on bending tube, bending angle in up direction exceeded the standard value; an abnormal sound was made due to damage on up/down knob and also due to wear of angle wire, bending angle in up direction did not meet the standard value. Scratches were found on the suction connector, the protector of universal cord on suction connector side, the universal cord, the grip, the scope cover, the switch box, the forceps elevator, the forceps elevator knob, the scope connector cover unit, the up/down knob, the control unit, the bending section cover, right/left knob and on the connecting tube. According to customer, the subject device was not cleaned, disinfected and sterilized before sent it to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the duodenoscope, the treatment tool got stuck inside the forceps mouth and could not be removed. The issue was found during procedure of a therapeutic endoscopic nasobiliary drainage (enbd) tube removal. The procedure was completed using the similar device, but there was an unspecified delay in the procedure due to equipment replacement. According to the customer, the device was inspected before use. There was no report of patient harm associated with the event.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported foreign material/endo therapy accessory stuck in the instrument channel outlet could not be determined, however, the issue was likely due to the user attempting to retrieve the endoscopic naso-biliary drainage (enbd) tube through the instrument channel, resulting in a kink of the tube in the channel and becoming stuck. The event may be prevented by following the instructions for use sections below: instructions, operation manual for tjf-q290v chapter 4 ¿operation section 4.1 ¿precautions¿ states not to retrieve a stent through the instrument channel of the endoscope. Olympus will continue to monitor field performance for this device.